Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler with the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum. The root cause of this patient¿s peritonitis cannot be confirmed; however, it was stated this infection was likely caused by a break in aseptic technique during ccpd therapy. There was no fault found with the patient¿s cycler or fresenius products as reported by a medical professional. Non-adherence to aseptic technique is the leading source of transmission of peritonitis causing pathogens. Though effluent fluid cultures presented with no growth, an initially increased wbc count with a reduction of symptoms in response to antibiotic therapy is evidence of a resolving peritonitis infection. Therefore, the liberty select cycler with the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
A patient contact reported to fresenius this 69-year-old female peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized with an infection. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2022 following symptoms of abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6) 2022 presented with no growth in the culture and a wbc count of 420/mm3. The patient was diagnosed with peritonitis, likely caused by a break in aseptic technique during ccpd on the liberty select cycler at home. It was explained, due to no growth in the culture, the outpatient clinic could not confirm the root cause of this event; however, it was affirmed there was no fault found with the patient¿s liberty select cycler or any fresenius products utilized for pd therapy. The patient was prescribed intraperitoneal (ip) ceftazidime at 2000 mg daily for two weeks and ip vancomycin at 1700 mg every 5 days for two weeks. The patient was able to undergo ccpd therapy on a hospital provided liberty cycler for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2022. The patient recovered from this event and remains asymptomatic. It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on a newly received liberty select cycler at home post-discharge.

Event description:
A patient contact reported to fresenius this 69-year-old female peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was hospitalized with an infection. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2022 following symptoms of abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6) 2022 presented with no growth in the culture and a wbc count of 420/mm3. The patient was diagnosed with peritonitis, likely caused by a break in aseptic technique during ccpd on the liberty select cycler at home. It was explained, due to no growth in the culture, the outpatient clinic could not confirm the root cause of this event; however, it was affirmed there was no fault found with the patient¿s liberty select cycler or any fresenius products utilized for pd therapy. The patient was prescribed intraperitoneal (ip) ceftazidime at 2000 mg daily for two weeks and ip vancomycin at 1700 mg every 5 days for two weeks. The patient was able to undergo ccpd therapy on a hospital provided liberty cycler for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2022. The patient recovered from this event and remains asymptomatic. It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on a newly received liberty select cycler at home post-discharge.

Manufacturer narrative:
Correction: a2 plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.